Event description:
New information received notes that the right ventricular (rv) lead also exhibited varying low voltage impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via (B)(6). Upon interrogation, the patient's right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds. The suspected cause of the issues was encapsulated and fibrotic tissue growth on the rv lead. No additional intervention was performed and the lead was being monitored. The patient did not report any adverse consequences.